Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler misfired. It did not staple but did cut. This resulted in an open bowel and the surgery had to be converted to an open procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.